Event description:
Multiple examples of angiodynamic PICC lines placed in institution on patients that are being discharged home, but continuing to recieve PICC medication, from approximately nov 2014 -dec 2014, were reported to be leaking, slippage, or other PICC related issues. 5 of these example occurred at this facility but other example have occurred within our health system.patient 1: sl PICC ¿ call from rn in home pt PICC line clamp is broken and has migrated out 7cm. Order received from md to pull the line.patient 2:sl PICC - pt reported to the ER; line is leaking. PICC replaced by ir.indwelling PICC line cracked at hub.patient 3: the patient's previously placed PICC line is leaking atthe hub.patient 4:sl PICC ¿ rn from home called reported line is leaking from the hub. PICC removedpatient 5:dl PICC ¿ call from pt. Line broke above the red lumen. The red lumen fell off with a clean break pt clamped the line immediately. Pt refused to go to the ER. Per dr. Just keep it clamped and covered with gauze and tape.